Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and able to be turned back on. During troubleshooting with tandem technical support, a review of the pump data confirmed that the pump had shut off unexpectedly multiple times. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.